Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 (mg/dl) and loss of consciousness. Reportedly, the customer was hospitalized for injuries as a result of a car accident after the low bg event. Customer was treated with glucagon immediately to stabilize their bg levels, and remained in the hospital until (B)(6) 2016 for treatment related to their injuries. Troubleshooting with tandem technical support and review of pump data indicated pump was performing as intended.

Manufacturer narrative:
Review of pump data by quality engineering: there were no low blood glucose levels recorded on the event date of (B)(6) 2016. Pump data recorded a bolus request only on the night of (B)(6) 2016. Basal insulin rate settings stayed the same from (B)(6) 2016 ¿ (B)(6) 2016. Insulin delivery was stopped on (B)(6) 2016, and the pump was put into shelf mode during the evening. The only insulin being delivered on the two days before the pump entered shelf mode was basal insulin, which the setting was constant for days before the event. There is no evidence that the pump caused a low bg level. The pump was functioning as specified, and did not experience a malfunction or failure.